Event description:
It was reported that during a tonsillectomy procedure using a evac 70 xtra icw wand, the wand allegedly sparked during use causing a burn to the patient's palette. No additional details were provided regarding the severity of the burn or any treatment administered. There have been no patient complications reported as a result of this event.

Manufacturer narrative:
Visual and functional testing of the subject wand could not be performed, nor could a root cause be determined with confidence, since the device was not returned. Factors unassociated with the manufacture or proper use of the device which could lead to the perception of "sparks" and contribute to burn include: insufficient saline present between the active electrode and return of the device. Use of power level settings that are above the default levels recommended for use. Contact of the electrode or return shaft with another conductive material/surgical instrument which may redirect the formation of plasma to an unintended area. Contact with untargeted tissue. IFU provides sufficient warnings and precautions and includes recommendations of how to avoid and prevent patient burns such as: - do not contact the exposed return with non-targeted tissue. - maintain the lowest power setting necessary to achieve the desired end effect. - do not withdraw the plasma wand while power is being applied. -do not contact metal objects such as a mouth gag while activating the plasma wand. It may damage the wand tip, the wand shaft insulation, or cause malfunction, or injury may result. Damaged insulation could lead to unwanted electrical conduction resulting in patient burns.